Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue occurred. Philips field service engineer (fse) examined the system onsite confirmed the reported issue. After reviewing the log, it confirmed a startup issue, system software reinstalled. Fse found an issue with the suit pc software, reloaded it, and confirmed the system was operational. Fse replaced the suit pc and reloaded software and reloaded to tsm. Field service engineer (fse) implemented the correction. After replacement of the suit pc and reloading the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.